Event description:
It was reported that the customer was hospitalized for high blood glucose, the family member wanted to know how much insulin he should give the customer. Explained to the family member that the correction amount depends on the customer's insulin sensitivity.